Event description:
It was reported that the patient felt burning sensation at the pocket when stim not on. The patient had history of infection problems. The patient status was no injury. The device was required to be explanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there was no significant anomaly. During the connector block leakage test abnormal impedances were observed from circuit 4 indicating that there were leakage paths in the connector module area of the ins. The feed wire and balseal connector for circuit 4 aligned with the cuts in the access hole adhesive on the connector block. There were tool marks opposite these cuts which suggests explant damage. Circuit 4 was not used in any group programmed in the ins when received in the analysis lab. Analysis of the lead (serial # (B)(4)) found no significant anomaly, but the product had been segmented.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).